Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty and took longer to charge the ipg. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was disposed.